Manufacturer narrative:
Unit received with missing retainer and reservoir tube lip o-ring. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to physical damage. Unit was programmed with test glucose meter. Unit communicated properly and recorded the blood glucose reading value properly from glucose meter. No pump / glucose meter communication anomalies noted. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that meter was not sending data to insulin pump. Customer's blood glucose was unknown. Insulin pump would be replaced.